Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886028, gd885285, gd885277 and gd884452 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The cause was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis which resulted in hospitalization that same day. The cause of the peritonitis was not reported, however, the patient denied any break in technique. Treatment information was not reported. At the time of this report, the patient was recovering. Dianeal therapies were ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapies.